Event description:
It was reported to bsc, "patient experienced cardiac tamponade during an (B)(4). Physician tapped the tamponade. Patient is okay."

Manufacturer narrative:
The product was not returned thus device evaluation is not possible. As the lot number was unknown, DHR reviews were performed for the four lots shipped to the customer within the last six month preceding the complaint event. The review found no manufacturing anomalies or deviations related to the event description. Per the physician, it could not be determined which devices present during the event caused or contributed to the tamponade. Other than the related complaint (the second bsc explorer device used in this case, also with unknown lot number), no similar complaints were found in the past 15 months for this device. Device labeling review found labeling to be adequate. The mitigation for this adverse outcome is in the explorer dfu's warnings section that states "careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade." Furthermore, the adverse events sections lists "tamponade" as a potential risk associated with diagnostic procedures involving the catheter. As tamponade is a known procedural related adverse event and no malfunction of any bsc devices were reported, the event is being assigned most probable root cause of "anticipated procedural complication".

Event description:
It was reported to bsc, "patient experienced cardiac tamponade during an ep study. Physician tapped the tamponade. Patient is okay."

Manufacturer narrative:
There is no report of device malfunction. Investigation in progress. A follow up report will be submitted when it is complete. Device is not available for evaluation.